Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received on photo for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer provided a photograph for evaluation. During inspection of the photograph the ruptured bladder was confirmed. Since the sample was not available for evaluation a cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.